Event description:
Info received indicates during a preventive maintenance check, the technician found the ground resistance reading was out of normal range.

Manufacturer narrative:
The technician isolated the issue to the power cord plug. He replaced the plug to repair the bed.